Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2024. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized and treated with antimycin (discontinued) for the event. At the time of this report, the patient has recovered from the event and was discharged from the hospital. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.